Manufacturer narrative:
B5: no additional information received from customer. H9: correction: it was previously reported that this report was related to corrective action #fy25-087-a, however that was reported in error, and this should not have been in the h9 field.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope had white residue in the air/water cylinder and channel. There was no patient involvement.